Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states when attempting to replace the broken side frame, he noticed the opposite side broken as well.

Manufacturer narrative:
The device was misplaced. The tracking number the dealer provided was not good.

Event description:
The provider states when attempting to replace the broken side frame, he noticed the opposite side broken as well.